Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
No power to the mics, cable connection error in cutting system, following steps taken: re-set cutter, re-start arm software, tried three separate mics handpieces. Checked all connections, same error persisted. ¿burr status mismatch, call service¿ is what appeared on screen. As we scrolled down in error window, cable connection error in cutting system appeared. Followed all trouble shooting suggestions and error persisted. Tha procedure delayed approximately 15 minutes and completed manually.

Event description:
No power to the mics, cable connection error in cutting system, following steps taken: re-set cutter, re-start arm software, tried three separate mics handpieces. Checked all connections, same error persisted. ¿burr status mismatch, call service¿ is what appeared on screen. As we scrolled down in error window, cable connection error in cutting system appeared. Followed all trouble shooting suggestions and error persisted. Tha procedure delayed approximately 15 minutes and completed manually.

Manufacturer narrative:
Reported event: the mps reported that the mics stopped working and none of the mics will pass mics testing during tha case. Device inspection: per gsp case #: (B)(4). Mps reported that the mics stopped working and none of the mics will pass the mics testing during tha. Tested a known working mics hand piece with a failing result. Replaced cutter power input delivery assembly 209954. Tested all of the hospital's 5 mics hand pieces with passing results. System successfully passed all system checks and tests system is ready for clinical use device history review: a review of the DHR associated with rob351 found qips passed with no notes or comments. Complaint history: a review of complaints in catsweb and trackwise related to the cutter power input delivery assembly 3.0, catalog #: 209954, robot #: rob351 shows no additional complaints related to the failure in this investigation. Conclusion: per fse: the cutter power input delivery assembly 3.0 was replaced. The system successfully passed all validation testing and is operating within mako tolerances and specifications. The system is ready for clinical use. Further action: none at this time.